Event description:
It was reported that while the patient was sleeping, they heard a loud noise and discovered that the pod had "exploded" resulting in a deep injury to the infusion site and/or skin. The pod's cannula was also reported to have detach from the pod and remained under the patient's skin. The skin injury developed an infection which resulted in the patient being hospitalized. The patient was able to remove the cannula from under the skin with tweezers. For the skin infection, the patient was treated with oral antibiotics and a topical cream. Hyperglycemia was associated with issue, but no specific blood glucose readings were provided. The patient was released 18 hours later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and exploded pod. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6.